Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a vaginal hernia and a rectocele. The patient underwent the concurrent procedures of posterior repair and bilateral sacrospinous ligament fixation during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, fistula, bleeding and ulcer in vagina. It was reported that the patient underwent vaginal mesh removal on 12/07/2011 due to mesh erosion, bleeding, vulvar skin lesion, and pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 4/5/2017.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele, burning and itching.

Manufacturer narrative:
Additional patient codes: (B)(4) - discomfort. Additional narrative: it was reported that following insertion the patient experienced discomfort.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.